Event description:
It was reported that this patient had previously received inappropriate shocks due to oversensing of signal amplitudes. Recently the patient received a shock due to oversensing of myopotentials. The system was reprogrammed at this time. No adverse events were reported.